Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI number. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after the camera cables were replaced. The system then passed the system checkout and was found to be fully functional. The camera cables was returned to the manufacturer for analysis. Analysis found that the returned cables are both in good condition with no apparent physical damage. Both passed a continuity test with no opens or shorts detected. No problem found. Missing device manufacture date.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after completing the install, user noted that the localizer appeared as "not connected". She further inspected the cabling and noticed the lower camera chain cable was damaged. There was no patient present.